Event description:
It was reported that the patient "had the catheter come out 4 times and one time, it somehow got cut into. This has happened 5 times. When this occurs, I have real bad withdrawals systems." The medication being delivered via the device system was morphine. No additional information was provided. Unable to follow-up with contact information provided.

Manufacturer narrative:
Catheter.